Manufacturer narrative:
Submit date: 12/13/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported dressing over peripherally inserted central catheter(PICC) line was noted to be wet with hyperal and lipids. The dressing was removed and line was flushed. There was a leak/tear about 1/4 inch from statlock. Line had to be removed and peripheral line placed.

Manufacturer narrative:
There was no lot number provided therefore a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The actual sample involved in the reported incident was not returned for evaluation. No additional information, pictures or videos were received. Consequently, it was not possible to evaluate it as part of a comprehensive failure investigation. No probable cause was found since no sample, picture or video were received for testing, therefore the condition reported is not confirmed. If the sample is returned in the future, this complaint will be re-opened for further investigation .no trends or triggers have been found therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.